Manufacturer narrative:
Reported event: an event regarding loosening involving a speciality stem was reported. The event was confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of medical records with a clinical consultant indicated "I can confirm that the patient underwent a proximal femoral replacement since I was able to review x-rays with the implant in place. I can confirm that it was in place on (B)(6) 2023 since all of the xrays that I reviewed were dated as such. I can also confirm that the patient had a revision of the original proximal femoral replacement on (B)(6) 2018 since I was able to review hospital records attesting to that fact." Root cause analysis: the root cause of both episodes of loosening cannot be determined with certainty. The causes of implant loosening with osteolysis are multifactorial including surgical technique in the way the prosthesis is cemented and implanted, as well as host bone factors, patient factors including activity level, lifestyle and bmi. With the information provided I would not assign any causality to the implant itself. -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of medical records with a clinical consultant indicated "I can confirm that the patient underwent a proximal femoral replacement since I was able to review x-rays with the implant in place. I can confirm that it was in place on (B)(6) 2023 since all of the xrays that I reviewed were dated as such. I can also confirm that the patient had a revision of the original proximal femoral replacement on (B)(6) 2018 since I was able to review hospital records attesting to that fact." Root cause analysis: the root cause of both episodes of loosening cannot be determined with certainty. The causes of implant loosening with osteolysis are multifactorial including surgical technique in the way the prosthesis is cemented and implanted, as well as host bone factors, patient factors including activity level, lifestyle and bmi. With the information provided I would not assign any causality to the implant itself. No further investigation is possible at this time.

Event description:
No new information.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
This pi is for the 2024 revision. As per pss implant request case: previous left proximal femur for osteosarcoma, re-revision required for loosening. This patient has gmrs proximal femur which was revised with custom stem and side plate in 2018 for loosening (pi). Will attach the previous design proposal to this request. Require a custom stem with ha collar and plates to medial and lateral sides which will accept screws that can be ha coated and go into the condyles planned resection is 8cm from collar.